Event description:
Reportable based on analysis approved 20-june-2007. It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, the stent deployment sheath appeared defective. The lesion being treated was not calcified, but was 10% stenotic. The blood vessel tortuosity was average. The physician accessed the lesion using a 6f sheath and a .018" guidewire. When attempting to implant the stent, the physician felt resistance with the outer sheath. Under fluoroscopy, he noted that the deployment sheath appeared defective. The entire device was removed, and the procedure was successfully completed with a new one of a different size. It was reported that there were no injuries or complications for the pt. Pt status is reported as "good". Device analysis revealed stent damage.

Manufacturer narrative:
Device analysis: device analysis cannot confirm the reported complaint. It was possible to deploy the stent without any issue noted. Initial examination of the returned device noted that the stent was fully mounted. No issues were noted with the shaft of the device. It was possible to retract the outer sheath and deploy the stent without any issue. Examination of the stent noted stent damage; it was kinked at approx 35 mm proximal to its distal end. No issues were noted with the stent cup or holder. A review of the mfg records for batch indicates that the device met its material, assembly, and product specifications. The exact root cause of the kink/damage noted in the stent cannot be determined.